Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that during a routine follow up, it was found that this pacemaker reverted to safety mode. As a result, this device was explanted on (B)(6) 2026. No additional adverse patient effects were reported. This device has not been returned.